Event description:
On (B)(6) 2019 the patient reported the vgo 40 needle released on its own, his bg was 330; since he was out of town he could not immediately apply a new vgo device. Patient's bg continued to rise and he walked 5 miles hoping his bg would decrease, however his bg continued to rise into the 400 range and the patient noticed the vgo needle button had fallen out of the vgo and was missing. The patient returned to where he was staying and patient took lantus and humalog by injection for bg mgmt. And applied a new vgo 40 device 24 hours after the lantus injection. The hyperglycemia on (B)(6) 2019 is likely related to the vgo needle releasing prematurely and the patient not receiving his insulin flow.